Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement and active current measurement test. No blank display noted during testing. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. No pump error 23, 24, 68, 49 alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump errors. The customer¿s blood glucose level was 376 mg/dl. The customer was assisted with clearing alarms also assisted with reservoir and tubing process. Customer reported that her insulin pump was inside the same room when she had a magnetic resonance image scan. Customer was explained alarm could be generated due to static. Customer stated that the insulin pump screen turned off. Customer was advised to insert a recommended new or fully charged aa battery. Customer was able to clear the pump errors, power loss alarm and program the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.